Manufacturer narrative:
(B)(4). The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported difficulty breathing during her fill cycler as a result of bronchial pneumonia. The patient's physician reduced the amount of her delflex prescription from 5000ml to 4700ml. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient has chronic obstructive pulmonary disorder (copd) and is a smoker. The patient's issues pre-date her pd therapy and was not related to an overfill. The pneumonia was bacterial/viral and aggravated by the patient's smoking. The patient was treated as an out-patient (drug name, dosage and dates of treatment were not provided).

Manufacturer narrative:
Cycler was not replaced therefore; no investigation on the physical device could be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
.

Manufacturer narrative:
Medical records reviewed. Medical records reveal patient was at the hospital on (B)(6) 2015 and diagnosed with bronchitis. According to the peritoneal dialysis registered nurse (pdrn), the patient was a chronic obstructive pulmonary disease (copd) patient and smokes. The pdrn stated that the patient¿s fill volume was lowered due to her receiving oral antibiotics for her bronchial pneumonia. Medical records do not mention a diagnosis of bronchial pneumonia. The pdrn stated the fill volume was lowered to make the patient more comfortable during her peritoneal dialysis treatment. The pdrn states the patient was not hospitalized for the reported event and she was treated as an out-patient. In addition, the pdrn stated the patient¿s copd issues pre-date peritoneal dialysis therapy and her pneumonia is not related to any overfill issues. The pdrn stated the pneumonia is bacterial/viral and aggravated by her smoking. Medical records do not contain a history and physical, progress notes, physician orders or medication/treatment records for review. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and patient¿s bronchitis. There is no documentation of malfunction or fluid overfills in the medical record